Event description:
A patient was treated with a venaseal closure device and aethoxysklerol. The patient detected rash a rash approximately one week post treatment when their compression stockings were removed. Patient stated that she felt itchy prior to this. Patient presented to the emergency department one week later and the again 2 days post initial attendance. The second presentation resulted in 2-day admission under immunology unit. Immunology reported the patient was likely experiencing acute idiopathic/spontaneous urticaria in context of recent procedure. Differential diagnosis was systemic allergic reaction to venaseal glue, however felt less likely given prolonged latency between procedure and onset of hives. No maculopapular rash typical of delayed hypersensitivity present. No other history consistent with an allergic mechanism. No abnormal banding detected. Patient received high dose anti-histamines (cetirizine/fexofenadine and famotidine), montelukast + prednisolone, + menthol aqueous cream. Improvement of the rash and pruritis throughout admission was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.